Event description:
During lap chole, a ball of fire appeared to come off of the tip and burned the side of the patient's liver. Using a l hook cautery set on 20 tip appeared as there was a flame/glow. Surgeon did not feel this should have happened. Patient was inspected for any further injury. Bovey was turned down. Procedure continued with same instrument.